Event description:
Customer reported that a pump alarm occurred, specifically alarm 30, during insulin pumping. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the problem persisted. As a corrective action, the pump was replaced by technical support, and the customer was advised to use multiple daily injections as a backup therapy. The customer acknowledged instructions to place the pump in storage mode before its return, and the pump was covered under warranty.